Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s brother reported via phone call that the insulin pump had insulin pump error alarm. The customer¿s blood glucose level was 226 mg/dl at the time of the incident. Customer was hospitalized and they were not using insulin pump during hospitalization stay. The insulin pump will not be returned for analysis.